Event description:
The customer reported via phone call indicating that the insulin pump had a sensor error. Customer's blood glucose was 59 mg/dl. After the troubelshoooting was done, cusotmer was advised that the transmitter was found to be not functioning properly and has to be exchanged.

Manufacturer narrative:
The insulin pump passed functional testing. No isig value anomaly or led anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.